Manufacturer narrative:
A boston scientific technical services consultant discussed that at 145 ohms, the biphasic shock could get truncated to monophasic. The consultant discussed further testing for this patient. The boston scientific representative spoke with the physician's assistant (pa) who manages the clinics and they said they've just been continuing to monitor this patient via remote monitoring for any out of range measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system for a shocking impedance measurement greater than 125 ohms. A review of the measurements showed a variation from 80 ohms to 170 ohms. The physician has already decided to continue to monitor this patient but was inquiring about when to take action. No no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient reported a red call doctor alert from her remote monitoring system. A boston scientific customer contact representative informed the patient to contact her physician in regards to a potential issue with the device. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
A boston scientific sales representative provided further information that no additional testing was performed and no x-ray was taken. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.